Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.0/+2.0/090 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. The lens was removed intraoperatively.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens haptic torn and the lens missing the piece of torn piece. There was also presence of residue on the lens surface. Claim# (B)(4).